Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a roux en y, the device's seal was not fully complete. There was a reported regrasp alarm. There was an end tone reported and evidence of energy delivery. There was bleeding, but the amount was unknown and transfusion was not necessary. The procedure was completed without exchanging the device. There was no patient injury.